Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received with the spindle broken off the handle. A review of manufacturing concluded the instrument corresponds to drawings and processes. A review of the device history record did not show irregularities that could have contributed to the reported event.

Event description:
It was reported that during an anterior lumbar interbody fusion (alif) l5 - s1 procedure the socket wrench broke. Piece broke off of the tip. X-rays confirmed that no broken pieces were left in the pt. Surgeon used another device to complete the procedure. Per additional information, it was discovered that the screw fell out of the vertebral body spreader, leaving the spreader nonfunctional. No pt involvement. This is 2 of 2 reports for the same event.